Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a system message displayed and no infusion was experienced during a vitrectomy procedure. The case was completed by using manual infusion technique, with a delay of 30 minutes. The pt developed a choroidal. Additional information has been requested.